Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient found her infusion set was torn when she woke up in the morning. Her blood glucose level was elevated to 17 mmol/l (306 mg/dl). No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
A visual inspection and a test for flow were performed on the returned used device. The tubing was detached from the tubing connector. These were caused by excessive force. The problem mentioned by the customer is not related to a quality issue of the product.